Event description:
The lay user/patient contacted lifescan (lfs) in 2009 alleging that their one touch ultra meter does not power on. The patient mentioned that approximately one week ago the patient had issues with the ultra meter not powering on. Since the patient was unable to obtain a reading on the meter, the patient continued to take their diabetes medication. Approximately one day later after the issue began at an unspecified time, the patient began to sweat profusely and took their usual dosage of diabetes medication. The patient did not seek any further medical attention or contact their physician for assistance. The meter did not power on, by pressing the power button. The patient was using the correct vial of test strips. The batteries were correctly installed; however, the meter still did not power on. The patient has not replaced the battery per the owner's booklet. The meter is not a new product (out of box). Products were replaced. The complaint is being reported since the patient alleged she was unable to test her blood glucose due to the reported issue and began to exhibit symptoms suggestive of hypoglycemia thereafter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.